Event description:
It has been reported to co that during the procedure the wire of this device broke. Reportedly, "the tip of the wire is hanging on by a thread." The pt is reported to be fine and the device is being returned for analysis.